Event description:
It was reported that during intra-op, the handpiece gets overheated fast and get hot. There was no patient impact.

Manufacturer narrative:
H3: product analysis confirmed hi-pot test failed with leakage. Customer reported with "handpiece not working when plugged into ipc, issue not duplicated. Unable to verify customer reported issue, "handpiece heated up fast and get hot." Error code 15 - handpiece stalled, issue found. Unable to lock/unlock actuator, issue found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: found motor assembly and rear bearing assembly highly corroded and jammed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.